Event description:
It was reported that the transfer set had black spots on it. This was found before use. There was no patient involved. No additional information is available. This is report 3 of 6 for this event.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A microscopic inspection was performed, revealing embedded and loose particulate matter not in the fluid pathway. Leak testing, clear passage testing, clamp function testing, seal surface testing, and torque testing were performed and passed. Upon conclusion of the investigation, the cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).